Event description:
To summarize this event, the 6f amplatzer torqvue 45 delivery system sheath tip detached and became stuck between the two discs of the amplatzer muscular vsd occluder.

Manufacturer narrative:
The muscvsd and dtv45 sheath were received at aga medical and decontaminated. The muscvsd was deformed and the tip of the sheath was around the waist of the device. Following decontamination, the sheath tip was removed; the device was reconfigured, examined, measured and confirmed to meet dimensional specifications. The sheath was examined under magnification and it was observed that tubing's inner liner had separated. The remaining portion of the tip was flared and the edge appeared to have frayed to failure. The muscvsd was retracted into a test loader, attached to the returned sheath and positioned on a calibrated test fixture. The hand-off, advancement and retraction forces were measured and all were found to be within specifications. The sheath tip did not invert or separate during testing. Our investigation was not able to determine the cause of the failure described in the field, however, we are continuing to investigate into this failure, and we have forwarded this information onto our manufacturing teams for additional review.

Manufacturer narrative:
The results of this investigation are inconclusive since the products were not returned to aga medical for review. Should the products become available, aga medical will investigate this event and file a supplement report.